Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol bard flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney, implant op report and product ID page: on (B)(6) 1999: the patient was diagnosed with enterocele, cystocele and underwent lysis of bowel, omental and pelvic adhesions, omentectomy, bilat salpingo-oophorectomy, abd sacrocolpopexy with implant of a bard/davol bard flat mesh, via burch-modified marshall bladder suspension and suprapubic catheter insertion. Attorney alleges unspecified adverse patient outcomes associated with use of device.